Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, prior to routine device explant, externalized conductors were noted on the right ventricular (rv) lead. The rv lead was capped during the procedure. The patient condition was stable before, during, and afterwards.